Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 07/21/2018. Confirmed customer's test strips are being stored properly and opened vial date 10/04/2015. Customer performed a back to back blood test 80mg/dl and 68mg/dl. Reviewed meter memory: (B)(6). Customers concern: with results of 89 ,80,184,138,233mg/dl. Customer calling stating she is receiving error messages using her meter, but is unable to provide the error number, while troubleshooting the device customer received a reading of 80 mg/dl (B)(6) 2015 at 04:30 pm fasting . Customer beliefs is a low result for her. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-140mg/dl fasting. Verified test strips expire 07/21/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 80mg/dl and 68mg/dl. Reviewed meter memory: (B)(6). Customers concern: with results of 89, 80, 184, 138, 233mg/dl. Customer calling stating she is receiving error messages using her meter, but is unable to provide the error number, while troubleshooting the device customer received a reading of 80 mg/dl on (B)(6) 2015 at 04:30 pm fasting . Customer believes is a low result for her. Adverse event not reported.